Manufacturer narrative:
Concomitant medical products: product ID: 64002, lot#: unknown, product type: adapter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. It was reported the ins depleted prematurely. The patient couldn't walk as a result of the premature depletion. The device was replaced and the event was considered resolved. It was not known what external factors may have contributed to the event. No further patient complications were reported or are anticipated.

Manufacturer narrative:
Information was originally reported from a manufacturing representative. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
Analysis of the ins (B)(4) found no significant anomaly; the battery was at normal end of life. (B)(4). If information is provided in the future, a supplemental report will be issued.